Manufacturer narrative:
External insulation abrasion was noted at 40.8-41.2cm from the distal tip, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 6.0-8.0cm from the distal tip. Internal insulation abrasion was noted at 12.3-13.3cm, 14.4-15.7cm, and 18.4-18.7cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that asymptomatic patient presented in the or for device change out due to normal eri, externalized conductors were observed via fluoro. No electrical anomalies were detected. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.